Event description:
The ablation catheter would not link to the carto system after the catheter was placed into the patient. Manufacturer response for catheter, soundstar eco diagnostic ultrasound catheter (per site reporter) product handled by site.